Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient had an MRI yesterday morning and the MRI technician just turned the device off and did not put the device in MRI mode. Caller stated that after the procedure when patient turned device back on, patient had a lot of pain even though the setting was the same as before. Caller said that the pain got worse and worse to the point where patient had to turn device off because they couldn't stand the pain. Caller then said that patient went to the ER and they were basically no help and the only urologist within 100 miles is not familiar with the device and patient is still experiencing pain in their butt area, headaches, and nausea, today. Caller mentioned that when they turned device off and the very acute pain went away. Caller stated that from what they have seen online it could have damaged the device or the tissue around the device. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of the manufacturing representative and provided caller with national answering services number for hospital to call if needed. Agent sent caller physic ian listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.